Event description:
It was reported that the system encountered power up failure prior to surgery. Customer attempted to reboot system and failed. Two patients had the pre-operative dilation started, but not sedated. Cases were rescheduled. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: upon inspection and analysis of the unit, field service engineer (fse) found the advantech central processing unit (cpu) to be the cause of the reported issue. Fse replaced the advantech cpu, upgraded system software / fluidics firmware, installed sealed lead acid (sla) battery fuse as well as recalibrated vacuum as a part of service bulletin implementation. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.